Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed that the upper and lower case halves were broken. It was also noted that the battery release was contaminated, both bail covers, both output connectors and the battery drawer were broken, the ring cover was broken and contaminated, one printed circuit board flex was crimped, the battery contacts were compressed and the ring was bent.

Event description:
It was reported that the case was cracked. The external pulse generator (epg) was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.